Event description:
During the patient's implant surgery, high impedance error was seen after connecting the lead and generator. They tried running diagnostics several times, reinserting the pin, visualized it past the connector block, and irrigating the nerve. With the test resistor, she ran system diagnostics and still got high impedance. They opened up a new generator and it still had high impedance upon interrogation. At this point, they thought the lead they implanted was not good, so they did a full revision and replaced the lead. They used the generator and the impedance value was within normal limits (~4000 ohms). This is reported in MFR. Ref (B)(4). The surgeon noted at the end of the surgery the lead was stripped and he could not remove it from the battery. The patient presented with high impedance at follow-up appointment with neuro. The surgeon agrees that the lead pin may have slipped out as it appears the device was working for about a day after surgery and then stopped. (The post-op high impedance is captured in this report, MFR. Ref # (B)(4)) the device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date.

Event description:
Product analysis was completed on the explanted generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. As no issue was found with the generator during product analysis, and the currently implanted lead is not showing high impedance with the newest generator (indicating no issue with the lead), the high impedance was likely related to incomplete pin insertion. No further relevant information has been received to date.

Event description:
The explanted generator was received but product analysis has not been completed to date. The company representative that was present at the generator replacement noted that he does not believe the surgeon attempted pin reinsertion during the surgery. Due to all of the issues at the previous surgery the surgeon just wanted to replace the generator. No further relevant information has been received to date.

Event description:
X-rays were taken and were reviewed by the manufacturer, however no assessments could be made due to the quality and scope of the provided image. The patient went in for surgery. The implanted generator was tested with the test resistor and impedance was normal. The generator was then replaced and impedance was again normal. The explanted generator has not been received to date. No further relevant information has been received to date.